Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test or verify under delivery anomaly due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the customer had high blood glucose level. There were no hospitalization. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.